Manufacturer narrative:
The haemonetics field service engineer evaluated the device. It was confirmed that there was a disk leak which resulted in fluid ingress. The ingress caused damage to the electronic components including the power supply. The fuse was not found to be blown. This device will be repaired and upgraded to the current fluid ingress remediation which mitigates the risk for damage due to fluid spills.

Event description:
Haemonetics received a complaint on 12/02/2015 stating that a "disk leak occured during intra-op use.a short circuit warning in the operating room rang. The process was stopped because blood leakage was suspected. ."